Event description:
Evolve 48 clinical study it was reported that stable angina occurred. In (B)(6) 2018, the subject's qalifiying codition indicates as stable angina. Prior to procedure, the subject was found to have other objective evidence of ischemia. Subsequently, the subject was referred for cardiac catheterization and the index procedure was performed on the same day. The target lesion #1 was located in the proximal left anterior descending artery (lad) extending to mid lad with 80% stenosis and was 40 mm long with a reference vessel diameter of 3.0 mm. The lesion was treated with pre-dilatation and placement of 3.00 x 48 mm study stent. Followed by post dilatation and the residual stenosis was 10%. One day post procedure, the subject was discharged on dual antiplatelet therapy. In (B)(6) 2020, the subject was diagnosed with stable angina. Action taken in response to the event was medication and angiography without revascularization and the outcome of the event is recovering/resolving. It was further reported that post index procedure, intravascular ultrasound (ivus) was performed which revealed well opposed stent and at the ostium of d2 there was a pinch noted by 50% with good flow. In (B)(6) 2019, at the time 1 year follow up visit, the subject had complained about chest pain with exertion which was nitroglycerin responsive. Subject also mentioned about fluid retention and abdominal bloating associated with lower extremity edema that would resolve with an extra bumex. The subject denied shortness of breath (sob), exertional dyspnea, paroxysmal nocturnal dyspnea (pnd), palpitations, presyncope, syncope or nausea. Additionally, in (B)(6) 2020, the subject presented to the emergency department for a follow up with complaint of ongoing chest pain that occurred mostly when she walked more than 1.5 miles. Subject also stated that she had experienced similar chest pain a few days back post household work and long acting dosage of nitrate was increased. Furthermore, subject was also found to have fluid retention resulting to abdominal bloating and weight gain of more than 8lbs. Subject took an extra bumex to reduce bloating, which was associated with lower edema and shortness of breath. Subject had experienced a notable episode of fluid retention 6 months back. Electrocardiogram report on the same day revealed no acute changes. Subject also had a similar episode of fluid retention during this visit. On the next day, echocardiogram reported grade I diastolic dysfunction with normal left and right ventricular size and systolic function, 55-60% ejection fraction (ef). No evidence of pericardial effusion or significant valvular abnormalities were noted. It was also noted that grade I diastolic dysfunction could have potentially led to occasional fluid retention. However, the same is not a major issue. Two days later, coronary angiography was performed which revealed, short left main coronary artery (lmca) with no significant findings, <10% in stent restenosis in long stent in proximal and mid part of lad and 80% ostial stenosis in diagonal d3, 30% stenosis in distal left circumflex artery (lcx), 40% stenosis in left posterolateral branch (lpl) 1 branch; normal obtuse marginal (om)1, om2 and 2nd lpl and left posterior descending artery (lpda), 30% stenosis in mid right coronary artery (rca) and 60% ef, no mitral regurgitation (mr). Subject did not require any pci and nitrate dosage was further increased. Post angiography, no complications were noted. Subject was discharged to home and was advised for aggressive weight reduction diet and a follow up in 6 weeks.

Manufacturer narrative:
Device is a combination product.

Manufacturer narrative:
Device is a combination product.

Event description:
(B)(6). It was reported that stable angina occurred. In (B)(6) 2018, clinical assessment indicates the subject's qualifying condition as stable angina. Prior to procedure, the subject was found to have other objective evidence of ischemia. Subsequently, the subject was referred for cardiac catheterization and the index procedure was performed on the same day. The target lesion was located in the proximal left anterior descending artery (lad) extending to mid lad with 80% stenosis and was 40 mm long with a reference vessel diameter of 3.0 mm. The lesion was treated with pre-dilatation and placement of 3.00x48 mm synergy stent. Followed by post-dilatation and the residual stenosis was 10%. One day post procedure, the subject was discharged on dual antiplatelet therapy. In (B)(6) 2020, the subject was diagnosed with stable angina. Medication was given and angiography without revascularization was performed. The event was considered resolved.